Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that a 68 yo female patient, initial right hip implanted in (B)(6) 2016, underwent a revision procedure in (B)(6) 2024, approximately 8 years 7 months post the initial procedure. As part of the manufacturer's recall, the patient came in for a check-up. She complained of progressive complaints on the right. The x-ray and CT scan showed a clear decentration of the prosthesis head and minor osteolysis in the acetabulum as signs of inlay wear. This was verified when the inlay was changed in (B)(6) 2024. As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the socket was determined, as well as the curettage and filling of the cysts in the socket using hydroxyapatite + calcium (ceramic bone void filler) and the replacement of the prosthesis head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified, implanted with a lateralized liner. The most likely cause for the reported revision due to prosthesis wear and osteolysis in is a combination of the risk factors specified. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.